Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no suction flow based on the results of the investigation, it is likely the detached adhesive occurred due to a degradation problem. Additionally, it's likely the lack of suction occurred due to a wear problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope adhesive was missing from the distal end. This was found during a diagnostic endobronchial ultrasound with ion procedure. There were no reports of patient harm.